Event description:
Physician used two admiral xtreme pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful; however it was reported that during treatment with the admiral balloons, a dissection occurred. Dissection was treated with pta and the patient recovered. Patient was discharged home the next day. Investigator reported that the event was possibly related to the study device and probably related to the study procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (dissection). (B)(4).